Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report insulin squirting out during the manual prime. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime. The customer also stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl. The customer did not have a tubing clamp at the time of the call to conduct the high pressure test. The customer stated that he would call back. Nothing further was reported.